Manufacturer narrative:
The stereo microscope investigation revealed spontaneously break. Further observation determined that there were no indications of material or manufacturing defects. The function was tested and there was no abnormality found. The review of the product device history records was performed on the lot number identified. In this investigation no anomalies were discovered. The investigation results conclude that the root cause for the breakages were due to structural failure of the devices due to mechanical overload. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported the distractor broke while turning the driver. The device was removed and replaced.